Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Preliminary manufacturer's review of log files confirmed one critical battery alarm logged in for this battery. The instructions for use and patient manual include a reference guide for both visual and tone alarms and associated causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Missing information from this report is identified as a blank, unknown and as no information (ni), this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Device has not been received

Event description:
Information was received from (B)(6) that the ventricular assist device (vad) nurse reported "battery problems". It was further clarified by the manufacturer's field rep that the problem was "power switching". The battery was exchanged and the problem was resolved. There was no effect on the patient. It was reported that there is no further information available pertaining to the event.

Manufacturer narrative:
The unit was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed multiple non-continuous premature battery switches occurring during the weeks leading to the date of the reported event; however, none of those events involved (B)(4). These appear to have been caused by either a communication glitch between the controller and the batteries or as a result of the patient's actions. Additionally, the logs indicate that there was one critical battery alarm logged on (B)(6) 15 at 03:07:51 involving (B)(4). This incident also appears to have been caused by a communication anomaly between controller and battery. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The device was related to the reported event; however there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the failure is a communication error between controller and battery which likely contributed to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.